Manufacturer narrative:
B5: the set was immediately replaced after the leak was noted. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This component is provided by one of our suppliers. Thus, the root cause is identified a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the waste fluid bag of a prismaflex m150 set thirty minutes into continuous renal replacement therapy. Upon further inspection, the waste fluid bag was noted to have unspecified damage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.